Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Troubleshooting was performed. Customer received a failed battery test. Insulin pump will need to be replaced due to flush drive support cap. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-45588, 3004209178-2015-45595.